Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was not working. The pump has been replaced. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: d3, g1,2 email is: regulatory.responses@icumed.com. No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor not operating as intended, a cracked syringe port, or the motor not operating as intended; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.